Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to fluid loss. During the procedure, the existing device was removed and a new aus was replaced. There were no clinical consequences to the patient.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No damage or abnormality was noted on the component. The pump component was visually inspected, microscopically examined and tested for leaks; however, no abnormality was identified. The balloon component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the balloon shell, consistent with tool damage which likely occurred during the implant. Based on the information available and analysis results, the reported events could be traced to handling of the device or component; therefore, a conclusion code of unintended use error contributed to event was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to fluid loss. During the procedure, the existing device was removed and a new aus was replaced. There were no clinical consequences to the patient.